Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, on (B)(6) 2024, the nurse placed a PICC line for chemotherapy in the patient, with a length of 42cm. The process was conducted according to standard procedures, and the PICC line had been used multiple times during readmissions without any issues. On (B)(6), during infusion, abnormal seepage of drug solution was noticed at the puncture site, but the patient reported no discomfort. A chest x-ray was conducted, showing no dislocation of the catheter, and a vascular ultrasound was performed with no thrombus formation. After disinfecting the site, the catheter was gently removed from the puncture point, revealing a break at 38cm. The catheter was removed, and a new catheter was immediately placed to continue usage.